Event description:
The customer observed unexpected vitros valp results predicted from three different vitros tdm performance verifier (pv) fluids processed on a vitros 5,1 fs chemistry system. Tdm pv I: 37.7 ¿g/ml vs. 24.0 ¿g/ml. Tdm pv ii: 84.8 ¿g/ml vs. 58.0 ¿g/ml. Tdm pv iii: 89.7 and 150.0 ¿g/ml vs. 115.0 ¿g/ml. The customer made no allegations that patient sample results were affected. However, biased patient results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that unexpected vitros valp result was obtained from three different quality control samples. The root cause could not be determined, however, pre-analytical reagent handling and storage or an equipment related issue cannot be ruled out as contributing factors. The customer is not following onboard reagent storage conditions recommended by the manufacturer. Additionally, acceptable gent precision test results obtained 3 weeks after the event indicate the vitros 5,1 fs analyzer is performing as intended; however, performance of the analyzer at the time of the event is unknown. Therefore an instrument issue cannot be ruled out as a potential contributing factor. There was no indication the vitros valp reagent in use malfunctioned.